Manufacturer narrative:
Due to an unknown lot/serial number, a review of the manufacturing records for the device could not be performed. Neither clinical images enabling direct assessment of product performance, nor the product was returned for evaluation. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. The reported complication represents a known complication or adverse event that can occur when using stent-graft endovascular devices and can arise as a result of a multitude of factors, including intraprocedural technical considerations, patient-related risk factors and disease progression. According to the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU), adverse events and complications that may occur when using any endovascular device. These complications include but are not limited to: endoleak. Citation: li x, zhang w, zhou m, et al. A new classification and strategies for endovascular treatment of celiac artery aneurysms. Vascular. 2022;30(5):834-841. Doi:10.1177/17085381211032768.

Manufacturer narrative:
H3: the device wasn't returned and still implanted. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was received through literature ¿a new classification and strategies for endovascular treatment of celiac artery aneurysms¿, li x, zhang w, zhou m, et al. (2022). Vascular 30(5): 834-841. Doi:10.1177/17085381211032768. This study was a retrospective review and was conducted on patients with celiac artery aneurysms (caas) between august 212 and august 2019. This study intended to investigate the strategies of endovascular management of caas according to a single-center experience by assigning a classification system to determine treatment. The perioperative and follow-up outcomes of caas, treated endovascularly, were reviewed and analyzed. Stent graft implantation was successfully performed in 5 patients. The preferred stent was gore® viabahn® endoprosthesis. Patient 8 was detected endoleak 2 years after endovascular repair. Subsequently, the patient underwent reintervention for aneurysm sac embolization.